Event description:
There was no pt involved in this event. The device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. The device then failed a self test due to a low battery on (B)(6) 2010. There was another fail on that day and again on the (B)(6) 2010. A new pad-pak was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. There are multiple manual power ups of 10 minutes during (B)(6) 2012 after which the pad-pak became depleted. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.